Manufacturer narrative:
The device has been received and the evaluation is in progress. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that a spectrum pump experienced a constant false downstream occlusion alarm. There was no patient involvement. No additional information is available.

Manufacturer narrative:
Baxter received and evaluated the device. Visual inspection did not identify any abnormalities that could have contributed to the reported condition. A device history review revealed no issues that could have caused or contributed to the reported issue. The reported condition was verified. The device was found out of specification in relation to the reported constant false downstream occlusion alarms, which were not reproduced during evaluation. Downstream occlusion alarms were found through a review of the event history log, but the alarms in the history log were unable to determine as true or false alarms. Evaluation found that the downstream sensor was out of specification. The downstream sensor was calibrated to correct this condition. Should additional relevant information become available, a supplemental report will be submitted.